Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The site found on the vso had failed causing the control module to give poor vacuum, and to correct this issue the site replaced the vso. The site also found the vacuum pump mounts were weak and replaced the pump mount screws (4), the pump mounts (4), the flat washers (4) and the fender washers (4) to correct the issue. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy with the 8g st probe, there were very small samples after increasing the vacuum pressure. There was no pt consequence reported, case was completed using the unit. Control module being returned for repair.